Event description:
Follow up revealed that the patient's waveforms are consistent with the patient's ongoing condition.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's sensor readings began to show symptoms of possible dampened waveforms since (B)(6) 2018. Patient is in stable condition and will follow up with their physician.